Manufacturer narrative:
This report is being supplemented to provide additional information including further information provided by customer and the legal manufacturer's final investigation. According to the customer, it is possible that the device was used on a patient with the foreign material attached. Usually, the device is inspected before use, in this case, the low angulation was observed during inspection and foreign material at the distal end cover was found during workshop inspection. Sometimes there is a delay in pre-cleaning after procedures. There were no abnormalities in the accessories used. The site does not have an olympus automated endoscope reprocessor (oer), manual cleaning, disinfection and sterilization is done. Manual cleaning is done within an hour after procedures, but delay happens sometimes. The surface is wiped during precleaning with a clean cloth, brushing is not proper. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected. Based on the information provided, it is possible that the material remained as a result of deviations in the reprocessing that was performed. However, the specific cause could not be determined. The event can be detected/prevented by following the instructions for use: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had low angulation. The field service engineer (fse) reported that the bending tube was deformed, there was wrinkles on the connecting tube and scratches on the distal end. The device was returned for evaluation. During the device evaluation, it was found that the plastic distal end cover had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the cover had a foreign object, there was low angulation, a dent on the cover, the plug unit had a scratch, there was discoloration on the lens, the adhesive on the rubber was detached, the image had white dots due to damage on the unit, there was wear of the angle wire causing the down direction to not meet standard value, and the connecting tube had a wrinkle. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. There is sometimes a delay in pre-cleaning after procedures, but sometimes manual cleaning is completed within an hour. There was no abnormality in reprocessing accessories. There is no olympus endoscope reprocessor, therefore, the customer performs the cleaning, disinfection and sterilization (cds) manually. The surfaces are wiped with a clean cloth. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.